Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the hospital and was experiencing twitching and discomfort. A device interrogation indicated an right atrial (ra) lead alert, along with high atrial pacing impedance while in bipolar configuration and episodes of treated atrial tachycardia (at) and atrial fibrillation (af). It was noted when the patient's left upper abdominal area was touched, noise was detected and improper atrial sensing was observed. The ra lead was reprogrammed to unipolar and the oversensing of noise was resolved. The ra lead remains in use. No further patient complications have been reported as a result of this event.